Manufacturer narrative:
D10: (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3 (B)(6) 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
According to the information provided, the patient underwent an initial right total knee arthroplasty. Per the legal form the patient will require a revision due to prosthesis wear. Because the patient has filed a long form, it appears that they are alleging prosthesis wear of their exactech device. The patient is limited in their activities of daily living, and requires additional physical therapy.